Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced. (B)(4).

Event description:
It was reported that after software was downloaded onto the programmer, only a black screen would come up with an error code. The service disk was ran, but the issue remained. The programmer has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.